Manufacturer narrative:
(B)(4). Instradent USA, inc. Is submitting the report on behalf of (B)(4).

Event description:
(B)(4). The dentist reported that 93 days after the dental implant was installed in intraoral region #20 it was verified its non osseointegration. A 50 ncm of primary stability was achieved and immediate load was not performed.